Event description:
A 6mm x 20mm tracheonbronchial wallstent was placed in the pt's left carotid artery on february 24, 1998. The next day, the stent was removed during an exploration of the left carotid artery. The pt had sustained a cerebrovascular accident at some point before, during or after the stent placement.